Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a failed hard drive. The field service engineer replace hard drive, began installation, found that dha files were out of date/corrupted. The fse performed dha hard drive swap and install to resolve the issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia system had a communication issue. The customer stated that the device is not communicating, black screen and asking for password. There were no adverse events or injuries reported based on this event.